Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the drill bit which was attached to the radiolucent drive in question contacted the nail and the power tool stopped running. The surgeon did reverse running, but the power tool did not run. Therefore, he removed the drive from the drill bit. Stuck drill bit was removed from the bone with pliers and a hummer. Waited until the drive and the quick coupling cooled down, attached the drill bit again, and pressed bottom trigger, but it did not run. Then quick coupling was exchanged, and the drive in question was attached to it, but then it was found that the connection between the drive and the drill bit became loose. This report is for an unknown drill bit. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for 1 unknown drill bit. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a fifteen minute delay in the procedure.